Event description:
It was reported that the patient with this implantable pacemaker presented to the emergency room after a syncope episode. It was determined that this device had entered in safety mode. Replacement of the device was recommended. This device remains in service. No further adverse patient effects were reported.